Manufacturer narrative:
The customer has returned the handpiece used. The evaluation is pending. This report mailed in to FDA on: 04/20/2007.

Event description:
The doctor reported the metallic looking particles were observed in the right eye during phacoemulsification. The doctor performed additional irrigation/aspiration in an attempt to remove the particles. However, there were approximately 7 particles embedded on the iris that could not be removed. The eye is quiet and there was no patient injury. Uncorrected visual acuity at five days post-op was 20/20.